Event description:
Information received with return of the explanted device notes dashes (---) and pacing rate was at 51.9 ppm although the device was programmed to 60 ppm. There were no consequences to the patient.